Event description:
Account alleges the bed has no functions.

Manufacturer narrative:
The technician ordered account a motor controller. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.